Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat erosion of mesh, abnormal uterine bleeding, dysfunctional uterine bleeding, cystocele, rectocele, enterocele, and mixed urinary incontinence. It was reported that the patient had the concurrent procedures of a debridement of mesh, removal of mesh, and posterior colorrhaphy repair rectocele performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. There was a second revision surgery on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had concurrent procedures of a total abdominal hysterectomy/ bilateral salpingo-oophorectomy, and anterior/posterior suspension performed during mesh implantation. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was also reported that the patient underwent mesh revision on (B)(6) 2011 and (B)(6) 2012 due to mesh erosion and mesh excision on (B)(6) 2012 due to vaginal mesh exposure. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient experienced pain, erosion of their internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04973. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).